Event description:
The consumer reported that the patient was not feeling right, they felt like the implantable neurostimulator (ins) was pushing out, and the patient had pain at the device since (B)(6) 2016 and needed to see a hcp. There were no trauma or falls that could be related to the issue. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.